Event description:
A government agency reported that during a cataract extraction with intraocular lens (iol) implant procedure, a crack was found on optical part of iol after implanted in the patient 's eye, then the iol was removed immediately. The surgery was completed after a new replacement was used. No additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).